Event description:
Initial report: this non-serious spontaneous case from (B) (6) was received from a nurse on (B) (6) 2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. (B) (4). This case involves a patient who developed nodules on the orbital rim with some discoloration, eight weeks after receiving treatment with poly-l-lactic acid (sculptra) therapy. No additional treatment details were provided. Relevant medical history and concomitant medication info were not mentioned. Action taken: not applicable. Corrective treatment - unknown. Outcome - not recovered/not resolved. (B) (4).